Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter the catheter needle did not retract. The following information was provided by the initial reporter: catheter needle not retracting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.16in. Insyte autoguard winged unit from lot number 1338528. A gross visual inspection did not find any damage or deformation to the outside of the device. The button was returned in pressed state, indicating that no adhesive was present between the button and needle hub. As the needle was not retracted despite having a pressed button, the reported issue of ¿needle retraction failure¿ was confirmed. The unit was inspected microscopically. Microscopic inspection did not identify any adhesive between the needle hub and grip. The button was removed for better inspection of the spring and inside components. Inspection of the spring found that near the proximal end of the spring, an overlapping or bound coil was present. A bound spring may occur during the spring winding process or while loading the spring into the hub of the device. A 100% spring force check is performed in line as well as operator functional testing and system challenges per the quality plan. Additionally, preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pm records were inspected and verified to be up to date during the manufacturing of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using bd insyte¿ autoguard¿ shielded IV catheter the catheter needle did not retract. The following information was provided by the initial reporter: catheter needle not retracting